Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17621630) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom thrill pta balloon catheter (.018 hp 40 4x4) ruptured at 12-atmospheres pressure (atm). There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) case. The lesion is severely calcified. The product will not be return for analysis.

Manufacturer narrative:
Section b5: additional information received indicates that t he vessel level of angulation, calcification and tortuosity is severe. The device was stored properly according to the instructions for use (IFU). There was no removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped according to instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon did inflate normally. The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed in one piece from the patient. There is no procedural film/cd available for review. The device will not be return for evaluation as the device has been discarded by mistake. As reported, a 4x40mm 40cm 0.018 hp slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at twelve (12) atmospheric pressures (atm). There was no reported patient injury. This was a shunt pta case. The vessel level of angulation, calcification and tortuosity is severe. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped according to IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon did inflate normally. The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed in one piece from the patient. There is no procedural film/cd available for review. The device was not returned for analysis since it was discarded. A device history record (DHR) review of lot 17621630 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification, tortuosity and angulation) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.